Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Review of the device history records for (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ failures/dysfunction (including right heart failure and renal failure), and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure, not device related. The patient developed renal and right ventricular (rv) failure post operatively requiring dialysis and right ventricular assist device (rvad). The patient had both right heart failure and renal failure before left vad (lvad) implant and lvad related issues did not contribute to the conditions. The death was not considered to be device related and the device reportedly operated as expected. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.